Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle piece retained in the patient? Were there any adverse patient consequences? Procedure name?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle tip broke off the suture. An x-ray was done for the patient to try and find it. The needle piece was not found. There were no adverse patient consequences reported. Additional information was requested.